Event description:
It was reported that during implant procedure, no acceptable readings could be obtained and difficulties positioning the lead was experienced which resulted in an extended surgery. The outer insulation was twisted during the procedure. The patient's condition was well before and after the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis was normal. No anomaly was found.